Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Patient: 178cm. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that they planned to conduct femoral artery closure with 6fr angio-seal device after the patient was treated with a 5fr sheath. After they deployed the device, the puncture was found to be not 100% sealed by the anchor and collagen. Blood leakage was found around the puncture site. They stopped use and changed to a new unknown brand closure device. The following procedure went on well and no harm was found on the patient. Additional information was received on 27nov2019. Bleeding occurred in the procedure room. The patient was reported to be stable and there were no consequences. There was no testing performed to diagnose the bleed. Additional information was received on 28nov2019. Blood loss was less than 250cc. A new angio-seal was used to complete hemostasis. A pre-angiography was performed. The operation of the closure device was performed normally. Additional information was received on 29nov2019. The procedure prior to use of the angio-seal device was a peripheral surgery. Due to aortic lesions, the operation failed.